Manufacturer narrative:
The analyzer was performing within quality control specs. Raw data was requested, but was not available. On (B)(4) 2008, field service engineer evaluated and optimized the analyzer. The customer indicated that there were no recurrence of the observed malfunctions after the analyzer was serviced. Root cause could not be determined as raw data was not available for analysis. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 4 of 4 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00884, 00885, 00886.

Event description:
Customer reported erroneous differential results for eosinophil% were obtained when using a coulter lh 750 hematology analyzer. The results were determined to be erroneous when compared to retest results and manual differential. Erroneous test results were not released from the lab. No reports of death or serious injury, and no effect on pt treatment as a result of this event. This event represents event 4 of 4 events reported by this customer.